Event description:
Patient having transcatheter aortic valve replacement. Using catheter to introduce the replacement valve and was unable to notice that the tip of the catheter was bent. Had to re-attempt using another catheter.